Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a urethral erosion in 2022. The cuff was explanted at that time, and a supra pubic tube was placed. The pressure regulating balloon (prb) and pump were left inside the patient. On a following procedure, the doctor removed the pump from the patient and implanted a new aus system with a 4.0 cuff. The prb was drained and retained inside the patient. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.